Event description:
It was reported that the insulin pump had reoccurring motor error alarm. Unable to perform rewind or displacement test. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement test. Unit had constant motor error alarm during rewind due to motor encoder disk out of phase.